Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited extended charge times, however charge times did not exceed the extended charge time limit. The device was later explanted, replaced, and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection found the device header was loose. Although evidence indicates external stress may have been a factor in the header becoming loose, the cause of the abnormality was isolated to insufficient bonding between the medical adhesive and the titanium casing. Manufacturing enhancements were implemented in 2003 to make the bond more robust. The enhancements have decreased reports of this type. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.